Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) surgery for the treatment of degenerative scoliosis. During surgery, the l1 right screw at most cranial side backed out when the surgeon detached a rod inserter after final tightening. As a result, an edge of rod stuck out of the patient's skin. The surgeon took off l1 set screw (right) and removed the pedicle screw as to slide under a rod to the cranial side by his hand. The stuck out rod was bent in the form of kyphosis by two rod grippers, the rod was placed under the patient's skin and the surgery was completed. Reportedly, the surgeon gave up to place l1 right screw due to the event. This was considered a procedure change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.